Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this programmer was thoroughly inspected and analyzed. The programmer was confirmed to exhibit a product performance issue as the programmer booted to black screen. The programmer was opened in order to assess the internal components. Detailed inspection identified an internal electrical component was badly melted and had shorted out. Moreover, the strip chart recorder (scr) and the control panel has cuts from removing paper jam. The programmer was also used to interrogate a device and no issues were found. Following repair of the unit, this programmer operated as expected.

Event description:
Boston scientific received information that the programmer display was dim. Boston scientific technical services (ts) discussed that they were unsure if the unable to interrogate was a device or a programmer issue. Ts had the health care professional (hcp) perform troubleshooting on the programmer but was not successful. Additional information stated that the programmer will be returned. This programmer remains in service. No adverse patient effects were reported.